Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The patient was asymptomatic. The device could not be restored due to battery status. The device was explanted and replaced on (B)(6) 2016. No further information was available.